Manufacturer narrative:
.

Event description:
Customer reported that she was having low blood glucose levels. Customer explained she needed to change out reservoir every two days. During troubleshooting customer stated that she had filled her reservoir with 300 units of insulin on (B)(6) 2014 and currently only had 18 units left. Troubleshooting determined that customer was taking large bolus amounts. Pump is calculating the correct amount of insulin per basal rates settings. Customer was informed to speak with doctor about changing her amounts of insulin. Blood glucose reading level was 153 mg/dl. No further information was reported.